Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting the archictect i2000sr, serial # (B)(6) generating a falsely elevated havab-g result. Through an extensive investigation, the fsr replaced the valve, manifold kit (rohs)_part number 7-77612-04 as the valve verification test failed. The issue was resolved with the valve, manifold kit (rohs) replacement. The module function was verified with a control/precision run. No additional discrepant result issues have been reported since the service activity was completed. The valve, manifold kit (rohs)_part number 7-77612-04 was determined to be the likely cause. A review of tracking and trending of the valve, manifold kit (rohs)_part number 7-77612-04 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the valve, manifold kit (rohs)_part number 7-77612-04 or the archictect i2000sr, serial # (B)(6), was identified.

Event description:
The customer stated that a false reactive architect havab-g result was generated for a patient sample. The sample was spun again and repeated with a negative result. The false reactive result was not reported out of the laboratory. No further result information available. No impact to patient management was reported.

Event description:
The customer stated that a false reactive architect havab-g result was generated for a patient sample. The sample was spun again and repeated with a negative result. The false reactive result was not reported out of the laboratory. No further result information available. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.